Event description:
It was reported that the patient present to the emergency room (ER) unconscious but stable. It was also reported that the patient had overdose symptoms including being unresponsive, altered mental state and sedation. The representative was called so the ER physician could program the pump to minimum rate mode as the physician was questioning baclofen overdose. The patient was refilled yesterday, however, the managing physician reported that the dose and concentration remained the same. This device system reportedly delivered baclofen. It was later provided that when the representative saw the patient the ER dosing was noted as the concentration of baclofen -500mcg/ml and of bupivacaine ¿ 2.5mg/ml. The daily dose of baclofen was 114.91mcg/day and of bupivacaine .5746mg/day. The ER physician changed the daily dose to minimum rate and the new settings were as baclofen at 2.99 mcg/day and bupivacaine at .0150 mg/day. The ER physician was planning to supplement with oral baclofen following turning the pump to minimum rate. The patient remained unconscious and stable as the representative left the ER. No further information was available regarding the current status of the patient at that time. The managing physician continually checked on the patient and she was not doing better each time. A volume discrepancy was reported. On 2015 (B)(6) 2012, the expected reservoir volume (erv) was 39 cc and the actual reservoir volume (arv) was 30 cc. Diagnostic testing included having the managing physician had filled the pump with saline ¿yesterday¿ and still got the same thing, a volume discrepancy, a day later. The pump was interrogated previously to check the volume. The managing physician believed the pump was, must be, overinfusing and was leaning towards an explant to have the pump replaced but was waiting to discuss with the implanting physician. The device remains implanted and in-service but it was unknown if the issues was resolved and the cause was undetermined. The managing physician had a magnet placed on the patient¿s pump ¿today¿ while he discussed with the implanter. The patient was to be supplemented on oral medication with watch for withdrawals. The patient's family was upset and they were leaning towards an explant. At the time of the report the patient's status was reported as alive-with injury and she was still in the hospital being monitored. The physician later provided there was over-titration/over medicating of the pump with ¿reservoir volume less than actual¿ however, it was then provided as previously that the erv was 39.4 ml and the arv was 30 ml. Logs indicated 39.6. It was also reported that the patient had been receiving over medication of baclofen and bupivacaine despite the pump telemetry set at minimal rate. The magnet was placed over the pump to arrest delivery and the pump was mechanically stalled. The pump logs provided from 2015-05-12 indicated that the pump was last changed on 2015 (B)(6). In addition, the logs indicated a motor stall had occurred on 2015 (B)(6) at 18:52 and recovered on 2015 (B)(6) at 19:53. The patient¿s blood pressures were noted to be 79/52, 116/67, 91/61, 93/53, 126/75, 109/66. The patient¿s heart rate was noted to be between 78-110. The patient was not recovered as the symptoms and issues were still ongoing. The patient was noted to be feeling a little better, tired, confused, but stable. The patient and spouse both wanted the pump to be taken out instead of being replaced. It was then reported that the patient was to have the entire catheter and pump explanted on 2015 (B)(6). Additional information was requested to verify the patient¿s status after the explant. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Destructive analysis was completed and no new or additional anomalies were found during destructive analysis.

Manufacturer narrative:
Analysis of the pump revealed overinfusion-undetermined root cause.

Manufacturer narrative:
Product ID 8711, serial# (B)(6), implanted: 2009 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
This information was previously reported as part of manufacturer's report # 3007566237-2015-03148; any new information will be filed in the current report. Additional information received from a healthcare professional indicated that the pump was originally implanted at an outside hospital six years ago. After a recent pump refill at another facility, the patient became very lethargic. Since the pump battery was near the end of life, the patient was admitted for removal of the pump. It was reported that a device malfunction occurred; the device "did not do what it was supposed to do."